Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The attorney report does not identify a specific device failure and the mesh was not reported to be explanted. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, medical records have not been provided. With the currently available information, no conclusion can be drawn.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2010: the patient underwent laparoscopic repair of symptomatic recurrent umbilical/periumbilical hernia with composix l/p. On ni/ni/2010 - patient underwent additional surgical intervention after reporting "something broke loose in that area". The attorney alleges the patient complains of pain, discomfort and lack of function (disability).